Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports rupture diagnosed with an MRI. The device has been explanted. The side is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell and others. A microscopic analysis was performed which identified: broken sharp on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is sharp broken on the anterior assessed as unidentified (tear) opening.

Event description:
Physician reports rupture diagnosed with an MRI. The device has been explanted. The side is unknown.

Event description:
Physician reports rupture diagnosed with an MRI. The device has been explanted. The side is unknown.